Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a loose power port on side one of his controller. There was no damage, force or dropping of the unit and no alarms or vad stops were reported. The controller was exchanged with no reported effect on the patient. No further information was provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device's incoming inspection records indicated that the unit met the internal requirements prior to its quality assurance release process. The reported event of loose component was confirmed at the bench level. The controller failed visual inspection but passed functional testing. Power port 1 connector was found loose from the controller housing with a displaced o-ring gasket. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, manufacturer is still investigating the cause for loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.